Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18feb2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :13jun2019. The touchscreen was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the exhalation flow sensor revealed no signs of physical damage and contamination. The touchscreen was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the returned touchscreen utilized with the test ventilator's measured resistance was out of calibration. The reported complaint of a touchscreen failure was confirmed. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.